Manufacturer narrative:
The device is not available for evaluation, however, device history review should be conducted.

Event description:
The event gcm received a call on (B)(6) 2025 from mrs. (B)(6) of (B)(6) hospital with regard to extension set, 7 inch, clave connector, secure lock with item number (B)(4) and lot number 14034924. The reporter stated, "our director of pharmacy was doing some IV and she's having an issue with the extension set 7" and she said that it leak when you put it in the IV site no matter how tight you put it". The medication infusing at the time of the event was unknown. Sample product was discarded. There was patient involvement, unknown adverse event and unknown delay in therapy. Lpalma (B)(6) 2025

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.